Event description:
It was reported that the pt never had therapeutic effect and that symptoms (loss of bladder control) were worse than they were before the implant. The pt had said that the trial worked great, and it was reported that the implant procedure went well. It was later reported that the pt experienced a surging sensation while stimulation was turned on. The stimulation had helped, but was not consistent. In addition, stimulation was sometimes painful in the groin area. It was reported that the pt had four programs, but had only tried one of them. It was later reported that the device was originally on program 2, was changed to program 1, and reverted back to program 2 on its own. It was thought the device had a history of changing programs on its own. The pt was again switched to program 1 at 1.7 volts and felt a "needles" sensation, though the sensation may have been due to external pressure applied to the area while holding the antenna in place. The pt had stimulation increased to 1.8 volts, but thought it was too strong and returned to 1.7 volts. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had discomfort "about six inches" below the implant. The discomfort had been present for "a couple weeks" prior to the report and was in the "bicycle seat area." There are no related falls or trauma. It was also reported that the patient's symptoms were not being controlled by the device and were "worse than before the implant." The patient stated that this was the case "the whole time she had had it." The device was turned off and the discomfort was "a lot better." The patient's next step was discussed, but not decided on.